Event description:
Pt on ventilator at settings: tidal vol 640 simv 18, pressure support 10, fio2 .90. Pt had just been suctioned by resp therapist after receiving in-line albuterol treatment. Pt was moving head back and forth; therapist heard a clicking noise, then vent shut down. Ventilations were initiated immediately with ambu bag - no injury to pt. Therapist attempted to restart ventilator but it would not. Machine replaced. Biomedical engineer analysis showed that the exhalation valve diaphragm became unlocked and unseated from shaft, causing the shutdown. It was reinstalled and instrument run 2 hrs without error.